Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient could see the lens "moving in the eye" and complained about decreased vision approximately 7 months post lens implant. Subsequently the lens was explanted due to dislocation. The initial reporter indicated that trauma was not ruled out as the likely cause of the event.

Manufacturer narrative:
Evaluation of the return lens did not find any problem. Device history records were reviewed and there were no discrepancies or unusual finding that relates to the reported issue. Based on the current information the exact root cause cannot be determined. However, according to the initial reporter, trauma may have caused or contributed to the event.

Event description:
A vitrectomy was performed and the lens was exchanged for an anterior chamber lens. Patients prognosis was reported as excellent.